Event description:
It was reported that during an unknown procedure, the clip was malformed at the first firing, with an abnormal sound. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A report was received that a pt underwent a pocket revision procedure. The pt's ipg was bumping on her 12th rib and was feeling uncomfortable for the pt. The ipg was moved 3-4 inches down to her abdomen. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty, indicator wheel failure the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. The advancer appeared to function properly when fired. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indictor to over-travel the intended point. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No incident related to the reported event was observed during the batch record review.